Event description:
It was reported that during the surgery, the catheter indicated unusual values via the monitor (up to 90 intracranial pressure (icp). Additional information was received on (B)(6) 2014 from the customer with the following a (B)(6) year old male patient had an underlying condition of traumatic brain injury (tbi). Date of the event was on (B)(6) 2014. The device was in contact with the patient. There was no patient injury and the event did not lead to an increase in surgery time. The medical staff removed the catheter and replaced it. The new catheter was working. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.